Event description:
Tandem x2 insulin pump will not stay connected to the cgm (dexcom g7). I called support and they said they recommended that the pump and cgm sensor stay on the same side of the body. It still doesn't stay connected. The internal software will then change your basal rate lower until it reconnects causing high blood sugar readings and could cause hospitalizations if not corrected. This wasn't an issue with the x2 and dexcom g6.